Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that her blood glucose level was 350 mg/dl -400 mg/dl, which spiked up to 600 mg/dl, because she had a bent needle and was not receiving insulin. Subsequently, she went to the emergency room and received a shot of insulin. On (B)(6)2019, she was admitted to the intensive care unit and was treated with a manual injection and intravenous insulin drip. She was released from the hospital after nine days. No further information available.